Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pacemaker syndrome. It was noted the pacing rhythm 74 beats per minute with atrioventricular dissociation, right branch block, septal dyskinesis, dyspnea and left anterior hemiblock. The leadless implantable pulse generator (ipg) was turned off and replaced with a traditional dual chamber pacemaker. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.